Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke) and hemorrhage are listed in the product instructions for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that post rx acculink stent implantation in the left internal carotid artery, the patient experienced a hemorrhagic stroke. No treatment was provided. On (B)(6) 2011, per CT scan, the hemorrhage resolved. On (B)(6) 2011, the only symptom was some residual weakness and the patient was discharged to home. There was no additional information provided.